Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. Customer blood glucose level was 489 mg/dl. The customer was treated with manual bolus for high blood glucose level. Customer also stated infusion set cannula was leak. Customer stated they did not want to troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.